Event description:
A power source alert was reported by the caller, who noted that they were using a tandem charging cable and wall adapter when the alert occurred. There was no adverse impact to the customer's blood glucose level. The issue was resolved after plugging the charging cable into a wall adapter, and the pump began charging, requiring no further assistance.